Manufacturer narrative:
Per the user facility, some occasions resolved on their own and the ones that did not the team adjusted to higher o2 levels confirming the results using a blood gas analyzer.

Event description:
It was reported that the oxygen (o2) analyzer had multiple prompts to repeat calibration despite recalibration showing o2 values above 100%. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.